Event description:
The patient's wife reported the piston rod of the infusion device does not properly extend and the device does not properly deliver insulin. The patient switched to his backup infusion device. No further information is avaliable. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.